Event description:
It was reported that a failed accuracy +9.2% (during testing / no patient injury) was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection revealed the tamper seal was intact and there was no damage. During functional check, the reported complaint was not verified. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found and no action taken.